Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD). Reviewed of the episode found double-counting of a wide morphology and successful conversion. Approximately two months later the patient received another inappropriate shock due to double counting. Variable morphology was noted in the episode and reprogramming the rate cut off was discussed. No adverse patient effects were reported.